Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from (our rep). "We had an incident here where there was death on a vela. Circuit became disconnected from pt and unit did not alarm. We were contacted by the police investigators who had the unit in quarantine. They needed help in how to read the event log table and interpret it. This is how we found out about the event. There was no notification from the hospital."

Manufacturer narrative:
The exact time and date of death was not provided to carefusion. The user facility did not submit a user facility report to the MFR. The vela ventilator did not fail, it operated as intended. The following device eval performed by the carefusion field service rep was copied from an email received from another country's rep. "I sent our field tech (name removed) to the investigator's office where they had the unit. He found the vent on the settings listed below. Note: the low ve [alarm] setting. He believes that the low ve alarm was set too low and that with the wye piece extension tube that was being used, the unit was measuring 0.1 ve. Therefore, the unit did not alarm. However, when he removed the extension tube, the unit alarmed as it should since the ve fell to 0.0. He could find no problem with the vent and there were no entries in the event log to show any alarm or vent failure during the time in question. He also noted that the unit has had no mechanical failures or problems noted in the event log over the last 100 operating hours." "Alarm settings: bpm: 30, low ve: 0, 1l, low ppeak: 10cmh2o, high ppeak: 30cmh2o, apnoe interval: 20 sek".